Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Additional insulin was added to the cartridge resulting in the cartridge leaking. Customer acknowledged the cartridge was overfilled. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 198 mg/dl.